Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue that an oxytocin infusion infused a volume of 44ml from 22:09-07:55 while at the infusion rate of 2ml/h was confirmed via log analysis. The rate was manually changed from an initial 2ml/h to 4ml/h, 6ml/h, 8ml/h, 2ml/h, and 4ml/h respectively during the period 22:07 (10:07 pm) to 07:54 (07:54 am) within the pcu event log. The oxytocin infusion when manually terminated at 7:54 am had a recorded total volume infused of 40.938ml. The inspection and testing process did not find any existing malfunctions and the pump module infused within specification with no anomalies observed during the testing process. It was noted during the inspection process that third-party parts were used on the alaris system. These parts were not identified to have been the contributing factor for the reported incident; however, below notes bd¿s position on the use of third-party parts usage. Root cause: based on the extensive log analysis, the root cause for the reported issue that an oxytocin infusion infused a volume of 44ml from 22:09-07:55 while at the infusion rate of 2ml/h is attributed to user programming. The pcu event log identified the infusion rate was titrated four times, after the initial setting at 2ml/h.

Event description:
It was reported that a routine infusion of oxytocin (30units/500ml) was programmed via guardrails at a rate of 2ml/hr. Lactated ringers was also infusing on a different module at 125ml/hr. However, it was reported that the pump infused 44ml of oxytocin from 22:09-07:55. The event "caused the uterus to contract more than usual". Fetal tachysystole and heart rate decelerations were noted. Terbutaline was given to stop the contractions. Both mother and baby were had a normal course post pre-determined cesarean section delivery. Per report, "mother and baby did fine". Refer to (B)(4) for the record on the mother.

Manufacturer narrative:
Correction : describe event or problem. Additional information: report source other, related report number grid.

Event description:
It was reported that a routine infusion of oxytocin (30units/500ml) was programmed via guardrails at a rate of 2ml/hr. Lactated ringers was also infusing on a different module at 125ml/hr. However, it was reported that the pump infused 44ml of oxytocin from 22:09-07:55. The event "caused the uterus to contract more than usual". Fetal tachysystole and heart rate decelerations were noted. Terbutaline was given to stop the contractions. Both mother and baby were had a normal course post pre-determined cesarean section delivery. Per report, "mother and baby did fine". Refer to pr 10221174 for the record on the mother. A copy of the medwatch report from FDA as well as maude report was received, which states ¿patient was being prepped to go back for a c-section due to fetal intolerance. The registered nurse was taking down the fluids and pitocin from the intravenous pump so the patient could be transported to the operating room. When starting the intravenous antibiotic, it was noticed that the pitocin was free flowing due to the pump safety clamp and intravenous tubing roller clamp being unclamped. The time of this event was approximately 1-3 minutes."

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)#, FDA notified? Report source other. Additional information: report source, related report number grid.

Event description:
It was reported that a routine infusion of oxytocin (30units/500ml) was programmed via guardrails at a rate of 2ml/hr. Lactated ringers was also infusing on a different module at 125ml/hr. However, it was reported that the pump infused 44ml of oxytocin from 22:09-07:55. The event "caused the uterus to contract more than usual". Fetal tachysystole and heart rate decelerations were noted. Terbutaline was given to stop the contractions. Both mother and baby were had a normal course post pre-determined cesarean section delivery. Per report, "mother and baby did fine". Refer to (B)(4) for the record on the mother. A copy of the medwatch report from FDA was received, which states ¿patient was being prepped to go back for a c-section due to fetal intolerance. The registered nurse was taking down the fluids and pitocin from the intravenous pump so the patient could be transported to the operating room. When starting the intravenous antibiotic, it was noticed that the pitocin was free flowing due to the pump safety clamp and intravenous tubing roller clamp being unclamped. The time of this event was approximately 1-3 minutes."